Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported: shaft tip is broken on the ria drive shaft. The breakage was detected after cleaning. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Hrx: additional code. (B)(6) manufactured the drive shaft ¿ minimum 360mm length ¿ for use with ria (reamer / irrigator / aspirator) p/n 314.743, lot # 5366405 (supplier lot # 14655-01). The certificate of conformance, dated october 12, 2006, indicated the lot was made to drawing number (B)(4), and conformed to specifications. The certificate of compliance, dated october 24, 2006, indicated the lot was made to drawing number (B)(4) and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4). There were no mrr, ncrs, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on october 26, 2006. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.